Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance. The lead was not used and replaced. The patient was in stable condition.